Event description:
It was reported that the patient, while hemodynamically stable, experienced a persistent advisory driveline fault alarm for approximately 24 hours. Log files were extracted for evaluation. The alarm was characterized as a single-tone advisory alert. Review of the submitted event log files identified a driveline power fault that occurred on 29apr2026 at approximately 16:26:01, associated with an f5 (pwr_b_broken) controller fault flag. Motor function was not impacted during this event. Based on this evaluation, replacement of the system controller and modular cable was recommended, with continued monitoring for any additional unusual events. Guidance was also provided to inspect the driveline connector for signs of corrosion, damage, or foreign material, and to document findings with photographs. Additionally, it was recommended to generate new log file data following the exchange by activating the alarm silence button multiple times (~20 activations) and submitting the updated log files for follow-up review. It was then confirmed that both the controller and modular cable had been successfully replaced, with no further alarms or issues observed following the exchange. A driveline inspection was performed that confirmed no visible physical damage, no presence of fluid within the modular cable that was verified from both ends, and no evidence of corrosion or foreign material buildup.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms while using the modular cable (lot number 10605858) was confirmed via log file analysis. The log file captured an internal fault indicating that there was an interruption in the power b signal on 29apr2026. These faults progressed to activate a driveline power fault alarm. The driveline power fault alarm remained active throughout the entire remainder of the data capture, which ended on 30apr2026. No other notable events were recorded. The pump otherwise operated as intended within the expected speed range throughout the data capture. Available information provided that replacement of the system controller and modular cable was recommended, with continued monitoring for any additional unusual events. Both the system controller and modular cable were successfully replaced, with no further alarms or issues observed following the exchange. A driveline inspection was performed that confirmed no visible physical damage, no presence of fluid within the modular cable that was verified from both ends, and no evidence of corrosion or foreign material buildup. No products were available to return for further evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for the modular cable (lot number 10605858) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.